Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7232cx implantable cardioverter defibrillator -  implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was out of state and started hearing a tone every four hours. A transmission was sent and showed that the alert is from high impedance on the svc (superior vena cava) portion of the right ventricular (rv) lead. The lead remains in use and the patient is scheduled to be seen at their clinic. No patient complications have been reported as a result of this event.